Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited system impedance measurements measuring less than 30 ohms. Technical services (ts) reviewed the data and system impedances measured 35 ohms at the time of the most recent transmission in may and pre-surgery in november was 50 ohms ts informed sensing looks good and would continue to monitor. At this time, the system remains in service. No adverse patient effects were reported.